Event description:
A customer contacted beckman coulter inc. (Bci) in regards cap piercer leak on the unicel dxc 600 pro synchron chemistry analyzer. No operator exposure to chemicals or biohazardous material was noted.

Manufacturer narrative:
Service discovered a plug in the drain line back by fluidics module. Service removed the plug and ran cap piercer, which function as intended. A clear root cause can not be determined at this time.